Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead malfunctioned and was scheduled to be replaced. To date, there have been no reported adverse patient effects related to this clinical observation.